Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap. Living door nephrectomy. According to the reporter: dissection was not smooth in the beginning while working on full mode. The transducer was reassembled after 5 times of sealing.